Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), device breakage ('breakage'), ovarian perforation ('perforation: other/ ovarian perforation / rule out perforated appendix'), ovarian rupture ('ruptured ovary') and genital haemorrhage ('general abnormal bleeding') in a 40-year-old female patient who had essure (batch no. A22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included blood pressure high in (B)(6) 2017, ovarian cyst ruptured (surgery for ruptured ovary), right upper quadrant pain, kidney stone, oophorectomy and breast cyst. Concurrent conditions included diabetes since 2007. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal pain"). In 2014, the patient experienced vaginal infection ("vaginal infection,(bladder/ urinary tract/vaginal) type: vaginal") and constipation ("gastrointestinal or digestive system condition type: severe constipation"). In 2016, the patient experienced fatigue ("fatigue"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), ovarian perforation (seriousness criterion medically significant), ovarian rupture (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (ovarian surgery). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, ovarian perforation, ovarian rupture, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, vaginal infection, fatigue, alopecia, tooth disorder, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, constipation, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian perforation, ovarian rupture, pelvic pain, tooth disorder, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events -pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, perforation: other, vaginal infection, urinary problems, bladder problems plaintiff had contraception( birth control) for prevent pregnancy on 2007,2011 and 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubes occluded bilaterally. Ultrasound pelvis - on an unknown date: patient was noted to have thickened junctional zone measuring 14.9 mm which can be seen with adenomyosis. Extensive pelvic varices were also noted on MRI. Patient has had prior hysterectomy however is not sure which side. Echogenic structures are identified in the fallopian tubes representing the essure coils. The endometrium me ores 7,5 mm. Mild frp fluid is identified.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), device breakage ('breakage'), ovarian perforation ('perforation: other/ ovarian perforation / rule out perforated appendix'), ovarian rupture ('ruptured ovary') and genital haemorrhage ('general abnormal bleeding') in a 40-year-old female patient who had essure (batch no. A22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included blood pressure high in september 2017, ovarian cyst ruptured (surgery for ruptured ovary), right upper quadrant pain, kidney stone, oophorectomy and breast cyst. Concurrent conditions included diabetes since 2007. In september 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pelvic pain/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal pain"). In 2014, the patient experienced vaginal infection ("vaginal infection,(bladder/ urinary tract/vaginal) type: vaginal") and constipation ("gastrointestinal or digestive system condition type: severe constipation"). In 2016, the patient experienced fatigue ("fatigue"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), ovarian perforation (seriousness criterion medically significant), ovarian rupture (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (ovarian surgery). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, ovarian perforation, ovarian rupture, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, vaginal infection, fatigue, alopecia, tooth disorder, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, constipation, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian perforation, ovarian rupture, pelvic pain, tooth disorder, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events -pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, perforation: other, vaginal infection, urinary problems, bladder problems plaintiff had contraception( birth control) for prevent pregnancy on 2007,2011 and 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubes occluded bilaterally. Ultrasound pelvis - on an unknown date: patient was noted to have thickened junctional zone measuring 14.9 mm which can be seen with adenomyosis. Extensive pelvic varices were also noted on MRI. Patient has had prior hysterectomy however is not sure which side. Echogenic structures are identified in the fallopian tubes representing the essure coils. The endometrium me ores 7,5 mm. Mild frp fluid is identified.. Most recent follow-up information incorporated above includes: on 31-oct-2019: follow-up 4 and 5 and 6 processed together. Plaintiff fact sheet received, new reporter, patient demographic, essure start date, new event abnormal bleeding (vaginal, menorrhagia),digestive system condition type: severe constipation, vaginal pain were added. On 12-nov-2019: follow-up 4 and 5 and 6 processed together. Medical record received: previously reported event- perforation nos. Was replaced with specific event ovarian perforation, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), device breakage ('breakage'), perforation ('perforation: other'), ovarian rupture ('ruptured ovary') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), ovarian rupture (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and tooth disorder ("dental problems"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, perforation, ovarian rupture, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, vaginal infection, fatigue, alopecia and tooth disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, ovarian rupture, pelvic pain, perforation, tooth disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for events -pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, perforation: other, vaginal infection, urinary problems, bladder problems diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), perforation ('perforation: other'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), ovarian rupture ('ruptured ovary') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), ovarian rupture (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device breakage, perforation, ectopic pregnancy with contraceptive device, ovarian rupture, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, vaginal infection, fatigue, alopecia and tooth disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, ovarian rupture, pelvic pain, perforation, tooth disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for events -pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, perforation: other, vaginal infection, urinary problems, bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, general abnormal bleeding, breakage, pregnancy (ectopic), ectopic pregnancy, device ineffective, perforation: other, vaginal infection, fatigue, hair loss, dental problems, ruptured ovary were added. Patient information and lab data were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.